Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer's blood glucose was unknown at the time of the incident. During troubleshooting, the customer indicated that the insulin pump was not rewound with the reservoir in place and insulin was not stored at room temperature. The customer also reported that there was leak past the second o-ring. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. The transfer guards and plungers were not returned. Using new transfer guards and plungers, performed pre-fill test and no air bubbles or leaking anomalies were observed during analysis. Checked o-rings/stopper groove for defects and none were found. No leaks or air bubbles were noted.